Event description:
It was reported that "hair was found under the three-way stopcock in the kit right after the kit was opened before use." There were no patient complications reported.

Manufacturer narrative:
One presep catheter kit was returned for evaluation in opened original tray. The outer box was not returned for evaluation. Solidified povidone iodine was observed on one of the presep bowls. One loose hair-like particulate was observed on the tray which the stopcocks were placed. One end of the particulate appeared to be consistent with a hair follicle. The other end of the particulate was tapered. The length of the particle was approximately 50mm long. Visual examinations were performed under microscope at 10x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of hair contamination issue was confirmed. It is not possible to conclusively relate the complaint to a manufacturing nonconformance as the product packaging was received opened; however, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.